Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with recurrent atrial fibrillation and vomiting was shocked. The suspected caused was atrial fibrillation with rapid ventricular response. The oral medication was adjusted and intravenous medication was prescribed. The patient was hospitalized. Additionally laboratory tests and chest x-ray were performed. The implantable cardioverter defibrillator (ICD) remains in service. No additional adverse patient effects were reported.